Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 unit received back still failing volume test, @ 17.5ml. The unit was serviced recently for same issue and failing even further out of range (was failing at 17.4ml and now is failing at 16.5ml) event occurred during testing and no patient involvement

Manufacturer narrative:
Other, other text: additional information was received that this issue was discovered during testing. No patient was present at the time of the event. Returned device was received in good physical condition. During the evaluation of the device, analyst were unable to replicate the reported issue. No fault was found with the reported device. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.